Manufacturer narrative:
Section d4, h4: correction. Manufacturer's investigation conclusion: review of the submitted controller event log file data confirmed the occurrence of multiple pi events. According to the account, the cause of the pi events was likely cardiac arrhythmias. A direct correlation between (B)(6), and the reported cardiac arrhythmia could not conclusively be determined. The submitted controller event log files cumulatively contained data from (B)(6) 2020 ¿ (B)(6) 2020, and captured multiple pi events from (B)(6) 2020 ¿ (B)(6) 2020. The pi events were associated with a reduction in pump speed per design; however, no speed reductions below the low speed limit were observed. The lvad appeared to be operating as intended with stable pump parameters. The submitted lvad event log files contained data from (B)(6) 2020 ¿ (B)(6) 2020, and captured no atypical lvad faults. The submitted controller and lvad periodic log files recorded data at 1-hour intervals from (B)(6) 2020 ¿ (B)(6) 2020, and appeared to show the lvad operating as intended with stable parameters and no atypical lvad faults captured. Additional information provided by the account on (B)(6) 2020, indicated that the cause of the pi events was likely cardiac arrhythmias. The patient was treated with ventricular tachycardia (vt) ablation and was discharged home. The patient remains ongoing on (B)(6), and no additional events have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that multiple pi events were observed on 06apr2020 and 08apr2020 on the log files. All pi events will cause the hm3 vad speed to drop to its low speed limit, which is currently at 5100 revolutions per minute (rpm). Additional information received states that the pi events were most likely due to cardiac arrhythmias and was treated with ventricular tachycardia (vt) ablation. The patient was discharged home.